Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause of the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6482 has exposed wires. This was discovered during a rotator cuff repair procedure, with no patient harm. There was no additional information provided.